Event description:
Reporter noted pt in or for surgery, pedal stopped working properly; procedure was aborted. Eye was sewn shut; pt sent to pacu. Another pedal was obtained from another institution.

Manufacturer narrative:
Footswitch was not returned for evaluation. No record was found of facility reporting an incident with this footswitch this date; there have been no other footswitch reports after this date. Footswitch was tested prior to delivery to customer; met specifications root cause of incident could not be determined.